Event description:
A health care professional reported obtaining a high reading on their medisense optium meter. They reported obtaining a reading of 11.2 mmol/l and comparing to a laboratory reading of 5.7 mmol/l within a 10 minute timescale. When plotted on a parkes error grid the results fell into the "c" zone showing the difference in values to be clinically significant. It is unknown whether they washed their hands prior to testing or ate between blood glucose tests. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been returned and the investigation did not confirm the reading high complaint. No new issues were observed, all results were within range specification, the standard deviation was within specification and no errors were observed during control solution testing. This is the final report.